Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited over-sensing. The ra lead was capped and replaced on (B)(6) 2026. The patient's condition was unknown.